Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was at work when he started sweating and vomiting. He called his wife because he was not feeling well and stated he was in diabetic ketoacidosis (dka). He could not remember what the cgm was reading during this time but when they checked his bg with a meter it was showing "high". Medication was not provided at this time and the patient was taken to the hospital. He was still sweating at vomiting. At the hospital they stated the cmg was reading "high" and the bg was also "high". The nurse gave the patient medication that was prescribed by a doctor (reglan, zofran and IV insulin). The patient was discharged from the hospital on (B)(6) 2025. At the time of the report, the patient as doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.